Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a sore nose, a "squeezed" septum, and blood blister. The manufacturer was made aware of this complaint through a social media source. The only device information mentioned is the resmed p30i, and p10 mask. Since no further device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2001, z-1973-2001, and z-1974-2001. There is no customer information hence we cannot reach out to the customer and have components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If additional information becomes available, a supplemental report will be filed.